Manufacturer narrative:
Journal article: comparison of drug-eluting stents vs. Drug-coated balloon after rotational atherectomy for severely calcified lesions of nonsmall vessels journal: heart and vessels year: 2020 ref: doi.org/10.1007/s00380-020-01684. Average age. Majority gender. Date of publication medication: dual antiplatelet therapy (dapt) with oral aspirin (100 mg) and clopidogrel (75 mg) or prasugrel (3.75 mg). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - comparison of drug-eluting stents vs. Drug-coated balloon after rotational atherectomy for severely calcified lesions of nonsmall vessels - was submitted for review. This study aimed to compare the clinical outcomes between drug-eluting stents (des) and drug-coated balloon (dcb) among patients undergoing rotational atherectomy (ra) for calcified lesions of nonsmall vessels. Resolute onyx rx coronary drug eluting stents were among a number of des used in the study. Clinical outcomes at 1 year follow up for patients treated with des included non-cardiac deaths, restenosis, target lesion revascularization and major bleeding, which saw one patient in the des group on dual antiplatelet therapy (dapt) develop a cerebral haemorrhage at 9 months post procedure.